Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left wheel lock gears are broken causing chair to move when locked.